Manufacturer narrative:
The ventilator was evaluated and the oxygen mixer was replaced.

Event description:
It was reported that during patient use, the ventilator's oxygen readings read higher than set values. The patient was removed from the ventilator and placed on a second ventilator. Ventilation was not interrupted. There was no harm to the patient as a result of the event.